Manufacturer narrative:
H-6 conclusion code: no conclusion can be drawn at this time. Should additional information be obtained a supplemental 3500a form will be submitted accordingly.

Event description:
The patient underwent a posterior/anterior rectocele repair during which the mesh was used. Four mos later, a colonscopy was performed and it was determined that the mesh had eroded. The patient is being sent to a general surgeon for removal of the mesh.